Event description:
It was reported that the battery holder on a ortho grip knee pointer broke during testing at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The reported event that the battery holder is broken was confirmed through the visual inspection. It was observed that the battery compartment was broken off. Any physical impact to the pointer, especially with a mallet or similar tool will cause product damage or operational failure due to battery movement.

Event description:
It was reported that the battery holder on a ortho grip knee pointer broke during testing at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.